Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was an unknown drug via an implantable pump for intractable spasticity and cva (stroke) das system. It was reported that the day after implant in 2008, the patient had so much confusion, she could not move well or understand. The majority of the patient¿s problems started 3-4 months after implant. The patient needed to be in the hospital for confusion, inability to move, and stroke like symptoms. The patient reported that at the time when the infusion system was first installed she had problems with alertness, mental clarity, memory, and severe drowsiness. The patient said that over time as the dose was adjusted, she continued to have problems with these symptoms. The pump was replaced with a larger and updated pump in (B)(6) 2014. It was considered a gradual change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.